Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that occlusion alarms occurred. A system check was performed verifying the occlusion alarms and damaged was observed on the cartridge. A cartridge change was performed resolving the occlusion. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer administered a manual insulin injection to address elevated blood glucose. Reportedly, the cartridge had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.